Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a blockage from debris in the biopsy channel at the neck of the biopsy port. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, g1, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. The device has tear marks in the biopsy port consistent with material being stuck/obstructing the channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported prior to returning the subject scope to olympus for evaluation, the debris had softened and was removed easily from the biopsy port. As the user facility thoroughly rinsed the scope and channels with water to remove the enzymatic and left the scope in plain water over the weekend.